Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4)

Event description:
An intraocular lens implant card was received stating that the lens was not implanted, posterior capsular tear, removed. Additional information was provided by a nurse that the lens was placed in the eye, but was removed. However, it was not the cause of the tear. Further information was provided by the surgeon that he is not sure what the reason for the tear was. The patient had a very dense, mature cataract with a white, partially liquefied cortex. The surgery went very well, with no signs of capsular instability. When the lens was injected it traveled far nasally under the iris which was unusual. The eye was tilted with an instrument in the paracentesis wound and it was noted that there was a round hole in the capsule nasally at the equator of the capsule. Because of the hole, there would be a risk of post-operative dislocation of an iol in the capsule. The lens was repositioned in the bag so that the haptics were away from the hole, and attempted reverse optic capture by lifting just the optic portion of the lens through the anterior capsulotomy and leaving the haptics in the bag. Unfortunately the lens was causing chafing of the posterior iris in this position, so it was decided to remove the single piece iol and use a 3 piece iol placed in the sulcus instead. It is not certain if this was a pre-existing hole, something that was caused by the surgeon during an earlier stage of surgery, or something that happened during lens implantation.